Event description:
Hardware removal of tibia plate due to infection. The implant was on an unknown date approximately 4 months prior. The surgeon removed four unknown cortical screws and five unknown 3.5 mm locking screws. The surgeon reported that the fracture has healed. The infection caused removal of all lateral hardware. The hardware was successfully removed with no patient injury. This report is for five unknown 3.5mm locking screws. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. It was reported that hardware was implanted in (B)(6) 2013. This report is for five unknown 3.5mm locking screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.